Event description:
It was reported that during a davinci assisted hysterectomy procedure, the patient¿s tissue stuck to the fenestrated bipolar forceps instrument as the surgeon tried to cauterize, and upon unclamping the instrument, the instrument ruptured the tissue and the patient experienced bleeding. Estimated blood loss volume was less than 750 ml. The surgeon uses electro cautery or clips to stop the bleeding and no blood transfusion was required. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. No image or video was provided for review. A system log review could not be performed since there is insufficient or unconfirmed event information. This complaint is being reported due to the following: during a da vinci assisted hysterectomy as the surgeon was cauterizing the patient¿s tissue with the fenestrated bipolar forceps, the tissue ruptured when the instrument was unclamped, resulting in an estimated blood loss of less than 750 ml. The surgeon applied electro cautery or clips to stop the bleeding. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available fields are not applicable.